Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery (pta). A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.